Event description:
A customer reported experiencing no phaco power at the beginning of cataract surgery. During troubleshooting, two sys messages displayed. The cassette was exchanged and the sys was recycled to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).